Event description:
The patient received stacked breaths from the vent and resulted in profound hypertension and a few seconds cessation of his arterial pressure waveform requiring immediate medical intervention to avoid patient death.